Event description:
It has been reported to philips."the customer reports that the defibrillator did not shock on ventricular tachycardia (vt). The service used a manual defibrillator to shock the patient, and no patient incident was detected. As a reminder, the only vts that can be shocked are polymorphic vts and ventricular flutter. The cardiologist indicated that the patient's vt was not shockable by the fr2+."

Manufacturer narrative:
Remote support from the customer care solution center was received, during which the cardiologist indicated that the patient's vt was not shockable. The only vts that can be shocked are polymorphic vts and ventricular flutter. Log files and patient event files of the event were requested but not provided. In the absence of a patient event file to confirm if the patient was in a shockable rhythm, along with the report from the clinician that the patient was not in a shockable rhythm, it cannot be determined if the device caused or contributed to the reported event. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time the cardiologist indicated the patient's vt was not shockable. Therefore, no issue was found and no logs were returned for further analysis. The device was stated to be fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.